Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 12 june 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: photographs provided by the customer were evaluated. The photographs displayed a pseudophakic eye with an unknown material in the eye. The nature and origin of the material could not be determined from photographic evaluation. Visual inspection under magnification revealed that the complaint vial was received with an unknown fluid and a material in the fluid. The material was further evaluated. The material was a polyester species similar to polyethylene terephthalate (pet). Low levels of polyethylene may also be present. The complaint issue "foreign material - loose" was identified during photograph and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a piece of plastic or metal was found in the patient's eye during implantation of a preloaded intraocular lens (iol). According to the surgeon, it is not recognizable which material is involved. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.